Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was report that the lesion had mild tortuosity and 90% stenosis. It was a restenosis case of another company's stent. The voyager nc was delivered and it was inflated. However, it ruptured at the first inflation at 10atm. The balloon was changed to another company's and it was inflated at 16 atm. The procedure was completed without pt effect. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance revealed that the balloon catheter was returned with blood in the balloon and in the inflation lumen. The balloon loosely folded. There was a longitudinal rupture in the balloon, 1 mm proximal to the proximal marker extending distally for a length of 5 mm. There was a scratch on the balloon above the longitudinal rupture, 1 mm proximal to the proximal marker extending distally for a length of 3 mm. There was no other damage noted to the balloon catheter. Product performance engineering has reviewed the case description. Analysis of the returned product was able to confirm the complaint. Factors that may contribute to balloon damage may include, but are not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The reported pt anatomy was mildly tortuous with 90% stenosis. There was also a scratch located near the longitudinal rupture, which suggests the damage was initiated from the outer surface. A stent had been previously placed at the lesion site, which could have contribute to the balloon damage. It is possible lesion characteristics or previously implanted stent may have contributed to the scratch damage that likely weakened the material and under pressurization, lead to a balloon longitudinal rupture. A definite cause of the balloon damage could not be determined, but based on the reported case description and analysis of the returned product the reported difficulties appear to be related to circumstances during the procedure. The evaluation concluded that a definitive cause for the reported balloon rupture cannot be determined. Overall, there does not appear to be indications of a lot specific product quality deficiency. Product performance engineering and/or the respective business unit, quality engineering group, will continue to monitor the incident circumstances. This MDR is considered closed by the product performance group.